Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2016.

Event description:
It was reported that during an implant procedure the implantable pulse generator (ipg) exhibited a pacing problem that appeared to be loss of capture and no output in the right ventricular channel. Diagnostics and troubleshooting was preformed. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.